Manufacturer narrative:
Cec minutes received indicate the patient was admitted on due to complaints of confusion and aphasia that lasted 1 hour with diagnosis of tia for further evaluation and treatment. At the time f admission, his speech was clear. As reported previously, cas was performed. The patient tolerated the procedure well, however, post-operatively developed right-sided weakness and expressive aphasia, as per discharge summary. A head CT scan revealed no evidence of acute intracranial abnormalities. A cta showed patent study stent. The patient was unable to have MRI due to presence of right orbital bodies that appeared to be metallic. As per discharge summary note, the CT scan ¿revealed no hemorrhage or perfusion deficits, however, the patient¿s exam exhibited left mca infarct.¿ it further noted that the right-sided weakness continued to improve, as well as his aphasia and the patient was transferred to neurosurgical step-down unit. Per neurosurgery progress note on the following day, the patient was awake, alert, with clear speech. His face was symmetric. There was right arm drift. The same note also reported right leg weakness. The nih stroke scale score was estimated at 2 at that time. Per discharge summary, at the time of discharge, the patient was awake, alert, oriented, with very minimal speech difficulty as well as minimal right upper extremity weakness. The nih was 2 due to ¿a slight right upper extremity drift and a very mild expressive aphasia.¿ the rankin stroke scale score was 4: ¿currently capable of ambulating short distances with a rolling walker, and requires assistance for activities of daily living, for this reason, modified rankin score is 4.¿ the site reported ischemic stroke on 01/10/2014. The patient was discharged on (B)(6) 2014 on asa and clopidogrel. No further information is available at this time.

Event description:
As reported by the (B)(4) study, following carotid artery stenting (cas) the patient experienced sudden onset of neurological changes that was diagnosed as ischemic stroke. The patient partially recovered from the event with minor residuals. The patient was discharged four days after the procedure. The nih and rankin scores at baseline were 0 and 1. It was reported that the patient was symptomatic pre-procedure. Symptoms include; difficulty with speech, confused and with headache that improved prior to procedure. Cas was performed on a 72% occluded lesion in the proximal left internal carotid artery of 20 mm in length and 4.9 mm vessel diameter. There was no documented presence of lesion calcification and lesion tortuosity. A 6 mm medium support angioguard rx embolic protection device was successfully deployed past the lesion, and pre-dilatation was performed. An 8x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 35%. The angioguard rx was successfully retrieved without any debris in it. There was no documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite. Following the procedure the patient experienced sudden onset of neurological event diagnosed as ischemic stroke. Computer tomography (CT) stroke study was performed which revealed no hemorrhage or perfusion deficit; however, patient exam exhibited left middle cerebral artery (mca) infarct. Patient underwent physical and occupational therapy with improvement of right side weakness and aphasia. Physiatry consult proved patient to be good candidate for medical rehabilitation. The patient partially recovered from the event with minor residuals. The physician believed that the event was related to the index procedure and not related to the cordis product. The patient was discharged four days after the procedure with major adverse event.

Manufacturer narrative:
At the time of discharge to rehabilitation, patient was noted with mild expressive aphasia and slight drift of right upper extremity. The nih and rankin score at discharge were 2 and 4. The patient was recommended to continue physical and occupational therapy and activities as recommended by rehabilitation. The patient¿s current status was reported to be alert, oriented, continues with therapy session and no exertion noted. No increased swelling to lower extremities and continues to use walker with one¿s assistance. Patient blood pressure is within normal limit, no shortness of breath and no chest pain. Concomitant devices: angioguard rx, lot # :70813455, catalog# : 601814rmc. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. As reported by the sapphire ww study, following carotid artery stenting (cas) on a (B)(6) male patient, the patient experienced sudden onset of neurological changes that was diagnosed as ischemic stroke. The patient partially recovered from the event with minor residuals. The patient was discharged four days after the procedure. The nih and rankin scores at baseline were 0 and 1. The patient¿s medical history includes hyperlipidemia, cardiac arrhythmia, coronary artery disease, hypertension (systolic>140, or diastolic>90, or requiring medication), transient ischemic attack and arterial fibrillation. It was reported that the patient was symptomatic pre-procedure, symptoms including difficulty with speech, confused with headache that improved prior to procedure. Cas was performed on a 72% occluded lesion in the proximal left internal carotid artery of 20 mm in length and 4.9 mm vessel diameter. There was no documented presence of lesion calcification and lesion tortuosity. A 6 mm medium support angioguard rx embolic protection device was successfully deployed past the lesion, and pre-dilatation was performed. An 8x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 35%. The angioguard rx was successfully retrieved without any debris in it. There was no documented dissection or presence of air bubbles. The patient was neurologically intact upon leaving the angio suite. Following the procedure the patient experienced sudden onset of neurological event diagnosed as ischemic stroke. Computer tomography (CT) stroke study was performed which revealed no hemorrhage or perfusion deficit; however, patient exam exhibited left middle cerebral artery (mca) infarct. Patient underwent physical and occupational therapy with improvement of right side weakness and aphasia. Physiatry consult proved patient to be good candidate for medical rehabilitation. The patient partially recovered from the event with minor residuals. The physician believed that the event was related to the index procedure and not related to the cordis product. The patient was discharged four days after the procedure with mild expressive aphasia and slight drift of right upper extremity. The nih and rankin score at discharge were 2 and 4. The product remained implanted and thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
Corrected/additional information was received that the event date of this serious injury was on (B)(6) 2014. All other information reported for this complaint remains unchanged. No further reports will be forthcoming.